Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of surgery, when the vertek arm was fully tightened it would still spin freely. There was no patient present at the time of the issue.